Event description:
It was reported via clinic notes that the patient has experienced some issues with vns. The doctor noted in the surgical history that the patient's vocal cord became paralyzed during the implant surgery on (B)(6) 2007 and now the patient can no longer sing. There is also a note of the patient having gastroparesis in 2012, and the gi doctor considered that the vns may be playing a part. The psychiatrist considered turning the vns off for 2 weeks to see what would happen. No additional relevant information has been obtained to date.